Event description:
A customer reported to baxter (B)(4) an in-line buretrol extension set in which a hair was found in the set. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual tests confirmed hair inside the tubing set. Functional tests were not necessary. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause could not be determined through the investigation.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.